Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one 6.0 x 150mm biomimics 3d (bm3d) stent. It was used to treat a restenotic lesion in the superficial femoral artery (sfa) middle third to proximal popliteal artery in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and cutting balloon. The treated segment was post-dilatation with pta. On the 21-jun-23, an event of restenosis of treated segment (target lesion) was identified. It was site reported as possibly related to the device and not related to the procedure. It was target lesion related. It required intervention on (B)(6) 2023. The in-stent stenosis of the popliteal artery was treated with a 6 x 60 inpact drug coated/eluting balloon catheter (dcb/deb) inflated to nominal pressures for 3 minutes. The proximal popliteal to distal popliteal was the arterial segment that was treated. A completion angiogram was then performed which showed resolution of the in-stent stenosis and in line flow to the distal posterior tibial artery. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The patient outcome was reported as resolved/recovered and the device remains implanted.